Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later confirmed the device has been properly reprocessed according to product instructions for use (IFU) before returning to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no physical damage of the device was confirmed at where the foreign material was remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the routine maintenance process. During routine inspection of the device by olympus, it was noted that there was foreign material in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the routine maintenance. It was noted that the fixing force of the guide wire did not meet standard value due to damage on the forceps elevator wire. The play of the up/down knob was out of standard value due to wear of the angle wire and the adhesive around the light guide lens had crack. There was corrosion around the forceps elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.